Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff moved the pt to another room, where the procedure was completed without further incident. Customer would not provide any pt or procedural info, other than to say the pt is fine.

Manufacturer narrative:
Field service engineer (fse) troubleshoot system and found the atp console pcb was causing the communication error and numbers not populating on the sedecal console. Fse replaced atp console pcb and verified proper operation per generator portion of service checklist, and returned unit to full service.